Event description:
It was reported that the programmer generated a "serious programmer error" code during its operation. Follow-up revealed that a replacement programmer was brought in to complete the interrogation. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head was returned because it had "frayed cords" or was non-functional. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary (B)(4): the programmer head was returned and analysis confirmed the customer comment that the cable was damaged. Analysis found that there was intermittent interrogation, that moving the cable caused the telemetry to stop and start. (B)(4).